Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and the issue was traced to the motor, which was found to be stuck. The patient bridge was replaced to resolve the malfunction. The patient bridge was requested for return to livanova (B)(4) for further investigation. However, it was later learned that the customer discarded the bridge. No further investigation is possible. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova rep.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the sorin heater-cooler system 3t machine displayed an alarm message and the patient circuit pump would not start. It was reported that the issue occurred during setup/testing which was being performed in order to bring the device back into service so their was no patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the sorin heater-cooler system 3t machine displayed an alarm message and the patient circuit pump would not start. It was reported that the issue occurred during setup/testing which was being performed in order to bring the device back into service so their was no patient injury.